Manufacturer narrative:
The autopulse li-ion battery in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse platform (sn (B)(4)) reportedly was unable to power on during routine testing. The reporter was unable to specify the state of charge of the autopulse li-ion battery used at the time of the event. No patient was involved. This references the report of a suspected low battery run time on the battery. The report of the platform unable to power on is referenced under MFR 3010617000-2017-01089.